Manufacturer narrative:
(B)(4). Eval, results: failure to deliver stent, stent embolism; difficult, tortuous lesion; failure to pre-dilate lesion. Conclusions: difficult, tortuous lesion; failure to pre-dilate lesion.

Event description:
An endeavor resolute rx drug-eluting stent, length 18mm, diameter 2.5 mm, was intended to direct stent a tortuous lcx lesion in a pt. It was reported that the stent dislodged from the delivery system in the pt. The device was inspected prior to use with no abnormalities noted. Difficulties were encountered while advancing the device into the lcx due to the sharp angle of the vessel. The device was pulled back to the lmca before a second attempt to advance into lcx. It was again difficult to negotiate into the lcx. The device was retracted and it was observed on the monitor that the stent was no longer attached to the balloon. The delivery system was withdrawn from the vessel and it was confirmed that the stent had dislodged from the balloon. The pt was sent for bypass surgery. The stent was not removed from the vessel. The pt was stable post surgery and no clinical sequelae have been reported.